Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad office manager reported that after approximately 17 months of support, the hospital made a decision to exchange the lvad due to suspected thrombus in the inflow conduit of the pump. The device was successfully exchanged with another lvad and the patient remains ongoing on lvad support without any further issue.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. The attached user facility report was received from the intermacs registry. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.